Event description:
It was reported that the patient developed an infection at the lead incision site on the lower back of the spinal cord stimulator (scs) system, the site exhibited pus discharge. The patient underwent a procedure in which the two leads, two click anchors and the implantable pulse generator (ipg) were explanted and was placed on antibiotics. Cultures were taken however the results are unknown. The ipg was explanted as a precaution, and possible infection at the ipg site. In the physicians' opinion the cause of the infection is unknown. The patient is doing well post operatively. The devices will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: wavewriter alpha upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 537925. Brand name: clik. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 28953028. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096621. Brand name: clik x. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 32307206.